Manufacturer narrative:
The calibration was last performed on (B)(6) 2024 and it was acceptable. The alarm trace did not show any abnormality. The field service engineer checked the instrument and found no cause. Sample quality was suspected. He cleaned and checked all probes and adjustments. He also verified the tubing, the wash stations, and the mechanism checks. Precision studies were performed and they were within specifications. No further issues were reported after the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation about discrepant results for 1 patient plasma sample tested with elecsys hcg stat assay on a cobas e801 immunoassay analyzer. Initial result: 6.13 miu/ml. The physician questioned the initial result as it was low and requested a new sample to be drawn from the patient and tested, resulting in a value of 431 miu/ml. On (B)(6)2024 the original sample was retested. The repeat results were 375 miu/ml and 432 miu/ml. The result of 431 miu/ml was deemed to be correct.

Manufacturer narrative:
The cobas e801 module serial number was (B)(6). Qc was acceptable on the day of the event. The investigation is ongoing.